Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, pustules and infection on the needle puncture site. It was reported that the patient banged her arm and it started to hurt and sensor needed to be removed, after removing sensor reporter she noticed that arm was infected around the puncture site. The patient consulted a doctor and the reaction was treated with a prescription of an oral antibiotic (proximicin). The area was prepared with soap and water before placing the sensor on the body. No additional patient or event information is available.